Manufacturer narrative:
(B)(4). The er420 device was received in good visual condition. A bag with three unformed clips was returned along with the instrument. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was fed into the jaws sideways and ejected from the 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient. When device was received, the sales rep fired the device four times and the same event occurred.